Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer reported blood glucose level was "okay". During a follow up call, the customer loaded a new cartridge and resolved the fill estimate issue. Several hours later, the customer reported that the insulin gauge unexpectedly dropped from 150 units to a fill estimate of over 40 units. The customer reported removing insulin from the cartridge earlier today due to it being cold, allowing it to warm up to reach room temperature, and then injecting it back into the same cartridge. Tandem technical support advised to customer to load a new cartridge onto the pump.